Manufacturer narrative:
While it is unknown if the visco-gel used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that use of visco-gel denture conditioning and reline material resulted in the burning of patients mucosa. It is unknown if medical intervention was required; however the complaint stated that medical treatment may have been done by the patient himself, who is also a physician.